Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The returned cuff passed visual inspection and leakage testing. The pump passed visual inspection, leakage testing and functional testing.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. It was noted that after implantation, the tubing cuff was full of air. The device was not working for incontinence after activation. Additional information noted the cuff had a fluid leak. The aus was removed and replaced. There were no additional patient complications.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. It was noted that after implantation, the tubing cuff was full of air. The device was not working for incontinence after activation. The aus was removed and replaced. There were no additional patient complications.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. It was noted that after implantation, the tubing cuff was full of air. The device was not working for incontinence after activation. Additional information noted the cuff had a fluid leak. The aus was removed and replaced. There were no additional patient complications.